Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer stated that her pump malfunctioned in the morning and might have started last night. The customer treated for the high readings yesterday. The customer refused to be transferred to helpline. The customer will call back.